Manufacturer narrative:
Device evaluated by MFR.: f/g,promus element,mr,ous 3.00x32mm stent delivery system (sds was returned for analysis without a stent. No stent returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. The balloon wings were wrapped and folded and had not been subjected to significant positive pressure. Crimp markings were evident on the exposed balloon body indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent positioning/placement problem was encountered. The target lesion was located in the left main to left anterior descending artery. A 3.00x32mm promus element drug-eluting stent was advanced to treat the lesion. However, the device was stuck and the stent was deployed in situ. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent positioning/placement problem was encountered. The target lesion was located in the left main to left anterior descending artery. A 3.00x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the device was stuck and the stent was deployed in situ. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.